Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic gastrectomy, a stapler was inserted into the following product. The operator felt the product's upper seal was looser than usual and pneumoperitoneum leak and decided to switch the trocar in the danger of pieces of seal falling into abdominal cavity.

Manufacturer narrative:
(B)(4)